Manufacturer narrative:
Several calls were placed to the facility to confirm the report and obtain additional info concerning the reported device malfunction, but the calls were not returned.

Event description:
Health professional reported that during an endoscopy procedure to deliver a pill cam capsule with an advance capsule delivery device, the pill cam cap of the device became detached inside of the pt. The pill cam cap was later retrieved and removed from the pt using an endoscopic retrieval device. The capsule delivery device was not saved. No injury to the pt occurred.